Event description:
Boston scientific received information that this left ventricular (lv) lead had displayed a decrease in lv pacing, it was found the lead had become dislodged. Physician may elect to use an epicardial lead. There were no adverse patient effects reported. The lead remains implanted at this time and no revision procedure has been scheduled.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Additional information was received that his lead has been explanted with no additional information provided. As of this date the lead has not been returned. This investigation will be updated should further information be provided or the lead is returned and sent for analysis.